Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date manufacturer became aware of the event. Block d6b: explant date: years ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number:16180082. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI): (B)(4).